Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was stuck, and it could not be pushed forward. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it was within the catheter and no other catheter malfunctions were observed. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. The catheter was not returned with a guidewire inserted, so a known good guide wire was successfully inserted into the catheter. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was stuck, and it could not be pushed forward. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, it was within the catheter and no other catheter malfunctions were observed. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.